Event description:
An endurant stent graft system was attempted to be implanted for the endovascular treatment an abdominal aortic aneurysm. It was reported that during the index procedure, when the physician tried to rotate the deployment handle of the endurant delivery system, the sheath did not move backwards to allow the stent graft to deploy. The physician removed the device from the patient and used another medtronic device of the same product code and the procedure went smoothly. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (deployment difficulty); (unknown cause of event). Conclusion: (unknown cause of event); known inherent risk of a procedure (deployment difficulty).